Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. The product was received with the loop open. It was observed, under magnification, that the loop appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of the loop. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the dermal suture, when the doctor tied up the thread, the loop broke. The procedure was completed with another device. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.